Event description:
The patient claimed there is a leakage between the cartridge and the infusion set. The patient did not have time to troubleshoot the issue. Animas made several attempts to contact the patient for more information but was not successful. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the cartridge leakage issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.